Event description:
It was reported that during a splenectomy procedure, the device stapled, but bled as if the proximal reload did not fire. The pt required a transfusion, but the amount of units is not known.